Event description:
It was reported that the pump was alarming intermittently invalid syringe size and one of the syringe barrel clamps moved very slowly. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Manufacturer narrative:
B5: additional information received on 26july2022 via email and attached to complaint object: no patient involvement. The issue was discovered during pump setup before patient use. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, the right plunger case was cracked, and there was dried fluid found around the plunger flippers upon receipt. Error code was found in the ehl (event history log). The customer reported problem was not duplicated for the invalid syringe size during the investigation however, the plunger flippers are getting stuck open. Root cause of the reported event is unknown, but fluid contamination around the plunger flippers is causing them to stick open. Replaced the barrel clamp guide, the barrel clamp rod, and tapered spring as a preventative measure. Also replaced the plunger case assembly, performed power up process, preventive maintenance and all functional tests which passed. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Corrected data: d4: correction: model number: 3500.